Event description:
It was reported that four treatments in the lateral prostate lobes were performed, three months post procedure, the physician performed an exam using a urethra cystoscope and observed that the floor of the prostate appeared hollowed out or pitied. The patient complained discomfort and pain.

Event description:
It was reported that four treatments in the lateral prostate lobes were performed, three months post procedure, the physician performed an exam using a urethra cystoscope and observed that the floor of the prostate appeared hollowed out or pitied. The patient complained discomfort and pain.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5 adverse event/product prob: describe event or problem updated.